Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in two pieces. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between the inner and outer coil for distal portion which is consistent with procedural damage. No anomalies were found.

Event description:
Related manufacturer reference number:2017865-2024-04099. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) and atrial lead exhibited noise. Both leads were explanted. There were no patient consequences.